Manufacturer narrative:
This follow-up report is being submitted to relay updated and additional information. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: articular surface; p/n: 00596403210, l/n: 63885748, stemmed tibial component; p/n: 00598003702, l/n: 63885448, femoral component; p/n: 00576401551, l/n: 63741818, all poly patella; p/n: 00597206532, l/n: 63841081. Report source: (B)(6). Customer has not indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2019 - 02713, 0002648920 - 2019 - 00480, 3007963827 - 2019 - 00200, 0002648920 - 2019 - 00481. Remains implanted.

Event description:
It was reported the patient is experiencing ongoing pain with decreased mobility approximately (1) one year post-implantation. No known adverse event was reported.